Event description:
It was reported that this lead had dislodged and was being repositioned. During the procedure, the lead exhibited normal electrical measurements when tested with a pacing system analyzer (psa). However, once connected to the device which had been stored in an antibiotic bath impedance values exceeded 2000 ohms. Technical services noted that residual antibiotic solution or moisture within the header could contribute to elevated impedance readings and recommended flushing the header or injecting sterile saline into the lead port. Despite efforts to clear potential fluid, high impedances (1700-2000 ohms) persisted, including in unipolar configuration. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide corrected information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event) and h1 (type of reportable event)).

Event description:
It was reported that this lead had dislodged and was being repositioned. During the procedure, the lead exhibited normal electrical measurements when tested with a pacing system analyzer (psa). However, once connected to the device which had been stored in an antibiotic bath impedance values exceeded 2000 ohms. Technical services noted that residual antibiotic solution or moisture within the header could contribute to elevated impedance readings and recommended flushing the header or injecting sterile saline into the lead port. Despite efforts to clear potential fluid, high impedances (1700-2000 ohms) persisted, including in unipolar configuration. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide corrected information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event) and h1 (type of reportable event)). This report is being submitted to clarify that it is a duplicate of report number 2124215-2025-48986.

Event description:
It was reported that this lead had dislodged and was being repositioned. During the procedure, the lead exhibited normal electrical measurements when tested with a pacing system analyzer (psa). However, once connected to the device which had been stored in an antibiotic bath impedance values exceeded 2000 ohms. Technical services noted that residual antibiotic solution or moisture within the header could contribute to elevated impedance readings and recommended flushing the header or injecting sterile saline into the lead port. Despite efforts to clear potential fluid, high impedances (1700-2000 ohms) persisted, including in unipolar configuration. A new lead was implanted. No additional adverse patient effects were reported.